Event description:
It has been reported to philips that the system had intermittent boot up issues with the flexvision pc. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed intermittent boot up issues with flex pc. Review of the system log file showed that the host-pc cannot make connection to the flexvision-pc. The rse suggested replacement of flexvision pc and the customer ordered and replaced the flexvision on their own. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated.